Event description:
While attempting to ns flush the patient's midline, the plunger of the ns flush bent, and a piece of the plastic broke off. No harm to staff or patient. Midline noted to be occluded.